Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, atrial noise reversion episodes and intermittent false atrial tachycardia detections/ auto mode switch episodes were observed due to oversensing. No intervention was reported. The patient will continue to be monitored. No patient symptoms were reported.